Manufacturer narrative:
The device was returned for analysis, and visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two proglide devices referenced in b5 are filed under a separate medwatch report number.d4: lot number, expiration date. H4: device manufacturing date.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a minimally calcified common femoral artery was attempted with two proglide devices using the pre-close technique via a 5f sheath prior to an endovascular aneurysm repair (evar). Reportedly, the devices were successfully preflushed prior to proglide use. Once inserted into the anatomy, there was no blood flow seen through the marker lumen of the proglide devices. When removed and attempted to be flushed again, they did not successfully flush. The footplate for a third proglide device was slightly deployed before the footplate lever was activated. This device was successfully preflushed; however, once inserted, there was no blood flow seen through the marker lumen. After removal from the anatomy and attempting to reflush again, it did not flush. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.